Manufacturer narrative:
(B)(4). Investigation summary: we received two devices for this complaint. However, the lot numbers are not physically present on each device. Therefore; we cannot match the identities based on lot number. Evaluations for both complaint devices received will be documented in this product investigation. Evaluation for received device 1: visual inspection revealed that the handle was broken but still attached to the device. Also, both implants were still loaded in the needle and hadn't been deployed. The sleeve was removed to inspect the configuration of the implants per the drawing. From this it was verified that the implants were both in their intended configuration. Evaluation for received device 2: visual inspection revealed that the handle was broken but still attached to the device. Also, it was observed that both implants were not present in the needle. We can confirm for both complaint devices that the handle was broken. For the device in which the second implant could not be deployed successfully, it is possible the surgeon didn't insert the needle far enough into the tissue therefore making it difficult to deploy the second implant. For device in which the first implant could not be deployed successfully it is also possible the surgeon didn¿t insert the needle far enough into the tissue therefore making it difficult to deploy the first implant. When the needle is not inserted far enough into the tissue the implant may become stuck against the surface of the tissue. This can cause excessive force to be applied by the user on the trigger assembly and cause the trigger to break. Therefore; it is a potential root cause for the reported failures for both the devices. Other than this possibility we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a meniscal repair procedure the first truespan meniscal repair peek 24 degree made a loud, audible click during the deployment of second implant and the trigger of the device broke. The second truespan meniscal repair peek 24 degree also made a loud, audible click during the deployment of the first implant and the trigger broke on this device as well. The first implant of the first gun was removed with no debris left behind. The case was completed with another truespan with no patient harm. There was a one (1) minute delay to remove the implant and open a new device. The devices are being returned for evaluation.